Manufacturer narrative:
The customer's reported complaint of the thermogard console (sn (B)(6) ) displayed an unknown error message. Based on the event log review and during the initial functional testing, the thermogard console displayed tcmid:02 (ce danfoss error) error message and the root cause was due to the defective danfoss module controller as a result of normal wear and tear. The thermogard console is a reusable device that was manufactured in february 2018 and is over its expected serviceable life of 5 years. The "coolant level was too low" message observed after the zoll technician inspected the system at the customer site was not confirmed during the event log review or functional testing. Therefore, the root cause of the observed issue remained undetermined. However, the poor connection of the wire harness cannot be ruled out. Upon visual inspection, no physical damage was observed. During functional testing, the error message tcmid:02 was noted, thus confirming the reported complaint. The defective danfoss module controller, pic 16 board wire harness assembly, as well as cooling engine wire harness assembly, were replaced to remedy the fault. A review of the event log was performed and found the tcmid:02 error to have occurred on the reported event date. Following the repair and replacement, the thermogard passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard console serial number (B)(6).

Event description:
During the ivtm therapy, the thermogard console (sn (B)(6) ) displayed an unknown error message. No additional information was provided. The patient's status information was requested but the customer did not provide a response. Zoll technician inspected the system at the customer site and upon powering on the console displayed a "coolant level was too low" message.